Event description:
According to the information received, twice a balloon burst as soon as 20cc infused (capacity of 20 to 50cc). The hospital switched to a new lot number of catheter which allowed them to finish the procedure.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.